Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 01-dec-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had an issue where patient details were not crossing to the pyxis. A technical support specialist (tss) stated that the issue was resolved after starting the carefusion coordination engine (cce) services, which were found in a stopped state. The tss performed the necessary checks, and the system was functioning properly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, system had an issue where patient details were not crossing to the pyxis. The customer mentioned that the issue could be caused by a network problem. The customer also reported that adt patient details were delayed or not current in the health sight viewer (hsv). The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.